Event description:
The facility representative reported to baxter (B)(4) technical services an infusor with an eos error. The reported condition occurred during biomed testing, when the device began to infuse. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
The reported condition of eos error was confirmed and duplicated due to a faulty mpu pcb (micro processing unit printed circuit board. The mpu pcb was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and will continue to monitor similar reports to determine if further actions are required.